Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch lancing device does not fully penetrate to give a blood sample. The medical surveillance specialist was not able to contact the reporter to obtain/clarify information. The reporter said the issue with the lancing device happened about a month prior to calling lifescan. The patient fractured her toe about 5 months prior to calling lifescan. Since the toe was not healing, the patient went to the hospital on july 15 at 8 pm to obtain additional care for the toe. At 8 pm in the hospital, her blood sugar was tested and the result was 600 mg/dl. The patient was hospitalized but the reason for her hospitalization is unknown. Her treatment in the hospital is also unknown. It would be helpful to know if the patient could still test (alternative lancing devices) and what her blood glucose readings had been while she was able to test. It was determined during the troubleshooting telephone call the patient was using an appropriate depth setting. The product is not new. The patient is using the product according to instructions. This complaint is being reported because the reporter alleged the patient's lancing device did not fully penetrate the skin and that the patient was later found to have a blood glucose result of 600 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.